Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be provided once the investigation has been completed.

Event description:
We have had another cracked l-cath 1.9fr PICC line in under 24 hours of insertion. The lot number is 11327952. It was on a baby in the picu that I had placed yesterday (april 2) afternoon. Luckily it was caught very quickly and I was able to successfully do a re-thread with a new line this afternoon.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.